Manufacturer narrative:
(B)(4). Batch # t93842. Investigation summary: the device was returned with the cable cut off and with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. Due to the condition of the returned device, no further functional testing could be performed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic total gastrectomy, ¿clean blade¿ was displayed. After the device was wiped with wet gauze and washed with saline, the device functioned. After a while, ¿replace instrument¿ was displayed with an unexpected noise that as if metals rubbed while the jaws were opening. The blade was cleaned and the generator was restarted a few times but the same error occurred. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, it was found that body fluid was on the proximal end of jaws. No further information is available.